Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump with an unknown indication for use. The pump contained an unknown drug with an unknown concentration and dose. It was reported that the representative mentioned that a facility he was working told him the pump had been infected. The pump was one of twenty-four the facility was working with. The representative stated he did not have any additional information regarding the pumps mentioned. A nurse just happened to provide that information to the representative during a general conversation about infection. It was unknown if the infection was related to the device. No further patient complications were reported. Additional information received on 2017-aug-24 from the hcp reported the pump was replaced on (B)(6) 2016.